Event description:
Rn attempting to change valve port on PICC line after blood work drawn, it was noted that the inner cannula of the cap had broke off inside of the PICC line, attempt to retreive the broken piece which was unsuccessful due to being lodged within the hub, line covered and md called, valve port changed at 1300. There were no fluids infusing via PICC line since then. Unit director notified.